Manufacturer narrative:
(B)(4). Batch # r57z10. Device analysis: the analysis results showed that the tlh30 device arrived with no apparent damaged and with no reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of esophageal cancer surgery, after fired, noted some staples in the tissue were malformed, some staples fell off (not in the tissue). Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.